Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm. The customer's blood glucose (bg) level was 467mg/dl and a manual injection was administered to address the bg level. The customer was in the process of changing their pump supplies to resolve the occlusion alarm. Additionally, the customer reported that during the infusion set tubing change they were unable to observe insulin exiting the infusion set tubing. This occurred multiple times with different infusion sets. Tandem technical support (cts) guided the customer through loading a new infusion set tubing. The customer observed insulin exiting the infusion set tubing but stated that it took 20 units of insulin. Cts advised the customer to monitor their pump supplies.